Event description:
Allegedly, both femoral and acetabular components were revised.

Manufacturer narrative:
Investigation is not complete. Additional info has been requested from the user facility and the surgeon. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. Trends will be evaluated. The event code is addressed in the package insert. This is the same event as 1043534-2008-00290, 00292, 00293 and 00294.